Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08695 inches. No excessive no delivery alarms noted. Device received with cracked case at the battery tube threads and reservoir tube lip. Device received with minor scratched display window and case. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected no delivery issue resulting in the customer being hospitalized for their blood glucose value of between 300-600 mg/dl at the time of the incident. The customer stated they were out of town at the time of the incident and was admitted to the hospital the customer stated they had a faulty insulin pump. Troubleshooting was performed and a bent cannula was discovered. The device will be replaced and returned.